Manufacturer narrative:
(B) (4) - other (advancement difficulties). A visual eval found that the push catheter was bent and the rapid exchange window was deformed. A functional eval found that the guide catheter could be extended and retracted with some resistance. During actuation of the guide catheter, the guide catheter pull wire was found to be bent slightly. A second functional eval found that a 0.035 inch guidewire could be backloaded through the guide catheter and out the rapid exchange window of the push catheter without issue. The push catheter and guide catheter pull wire were both found to be damaged indicating that the user might have had issues in backloading the guidewire. Therefore, the most probable root cause is operational context. A review of the device history record was performed and revealed no issues. A lot history search was performed and found no other complaints against the reported lot number. (B) (4)

Event description:
It was initially reported to boston scientific corp that a rapid exchange biliary stent system was used during a bile duct drainage procedure. (Pt age unk, (B) (6)). According to the complainant, difficulties were encountered during advancement of the device over a jagwire. The procedure was completed with the same jagwire and another rapid exchange biliary stent system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good. This event has been deemed a reportable event based on the investigation results; bent pullwire.